Manufacturer narrative:
The company service rep examined the system and could not duplicate the complaint. Preventive maintenance was performed. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l related complaints for this system. A review of service requests for the last 24 months did not indicate any add'l related reports for this system. (B) (4). (B) (4). (B) (4).

Event description:
The facility biomedical engineer reported the surgeon has noted over pressurized eyes intermittently during cases. The system setting is displayed as a steady 35mm hg. However, the surgeon indicates that there are some instances in recent cases where the pressure has caused the artery or vein to be occluded. The surgeon then turns the pressure down to a more comfortable level. The biomedical engineer stated the surgeon did not confirm the pressure via diagnostic testing with a tonometer. The surgeon only noted changes from within the eye but no diagnostic testing confirmed the pressure. Multiple attempts were made for more info and pt status with no response to date.